Event description:
It was reported that during a coronary stent procedure of a pre dilated lesion, the physician was attempting to deliver the stent and he was unable to cross a previously placed stent. Under fluoro it was noted that the stent had moved on the delivery device. The physician removed the entire system. No patient injuries or complications occurred.